Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pmccmpe0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/20/2020. Additional information was received that this device was not involved in this event. This report 2210968-2020-03157 will be voided.